Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and the bard/davol device used to treat the patient. The patient's attorney reported that the patient "underwent surgery for recurrent incisional hernia repair"; hernia recurrence is a known inherent risk of surgery and is listed in the instructions-for-use as a possible complication. The patient's attorney did not allege any specific device failure and no medical records have not been provided. No sample has been returned for evaluation and no lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol ventralex device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012 - the patient underwent surgery for implant of an unspecified bard/davol ventralex on (B)(6) 2015 - the patient underwent surgery for recurrent incisional hernia repair. The patient's attorney is making a claim for an adverse patient outcome against the ventralex. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and the bard/davol device used to treat the patient. The patient's attorney reported that the patient "underwent surgery for recurrent incisional hernia repair"; hernia recurrence is a known inherent risk of surgery and is listed in the instructions-for-use as a possible complication. The patient's attorney did not allege any specific device failure and no medical records have not been provided. No sample has been returned for evaluation and no lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol ventralex device used to treat the patient and any problem with the device. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the brand name. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2 years 10 month post implant of ventralight st mesh, patient was diagnosed with infection, fistula, erosion, hernia recurrence, abscess, adhesions thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists infection, fistula, erosion, hernia recurrence and adhesions as possible complications. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh." Review of manufacturing records confirms product was manufactured to specification. Note, the manufacturing date (15-may-2012) is considered to be a best estimate. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012 - the patient underwent surgery for implant of an unspecified bard/davol ventralex. (B)(6) 2015 - the patient underwent surgery for recurrent incisional hernia repair. The patient's attorney is making a claim for an adverse patient outcome against the ventralex. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with recurrent ventral hernia thereby underwent laparoscopic repair with implant of ventralight st mesh. Per operative notes, "identified a complex and densely adherent incarcerated ventral hernia. A sheet of ventralight st mesh was placed into the abdominal wall." (B)(6) 2015 - patient was diagnosed with abdominal wall abscess with large amount of purulence thereby underwent drainage with debridement. (B)(6) 2015 - patient was diagnosed with recurrent incisional hernia, infected intraperitoneal mesh and fistula thereby underwent open repair with removal of mesh and implant of biological mesh. Per operative notes, "the old mesh and omental adhesions were encountered. Divided the mesh up to the level of some dense bowel adhesions inferiorly at the area of the previously opened up abscess. Found a chronic enterocutaneous fistula as there was mesh eroding into the bowel." Attorney alleges that the patient had abscess, adhesions, bowel removal, fistulae, infection, pain, hernia recurrence and emotional injuries. Also, alleged that chronically scarred phlegmon involving mesh and abdominal wall, mesh erosion into bowel.